Manufacturer narrative:
The hospital has not accepted the proposal for gehc service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.